Event description:
Hold for rh 1.27 unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached form connector on (B)(6) 2022. The issue occurred with one infusion set prior to insertion when packaging was first opened. The blood glucose level of the patient at the time of event was 256 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.